Event description:
Customer reportedly received results of 5.2 inr with strip lot 23073622 and >8.0 inr and 5.0 inr using strip lot 23073121 within a few minutes on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect strip lot number 23073622, expiration date 02/29/2016. (B)(4).